Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as has open sores under electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient continue to use the antibiotic lotion for the skin irritation. Follow up indicated that the skin irritation improved.